Event description:
During t2 humeral surgery, the drill was not able to be inserted in the proximal screw hole of the nail. The drill was being contacting the nail when inserting a drill. Thus the surgeon inserted the screw to the distal screw hole of the nail in first. Afterwards, the drill was able to be inserted in the proximal screw hole.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.